Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was done to remove a creo screw that loosened 3 weeks post operatively.